Event description:
The interventional radiologist went to advance the kiva device through the needle, but there was a malfunction of the kiva device and the implant would not follow over the wire in place. A new kiva delivery device was opened and placed without incident. There was no harm to the patient.